Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed over-sensed noise exhibited by the right ventricular lead. The patient was stable. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.